Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. Customer's blood glucose value was 102mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated that insulin pump was exposed to moisture. Customer stated they did not hear fluid when shaking the pump. Customer stated the insulin pump was not dropped and there was not cracks in the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.